Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that there was some pain reduction from the stimulation. The leads were moved for better coverage and the recharging issue was resolve with educating the patient better. The implant was replaced with a new generator.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
2020-jan-30 information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient is concerned that one of his leads may not be working properly as he has noticed a reduction in his therapy over the past month or so. The is also complaining of pocket pain and stated that he only started noticing it about a month ago, but the patient's most recent spinal cord stimulator (scs) device were implanted in 2019. There are no known factors that may have led to this. Reprogramming was attempted, but despite multiple attempts, the patient still maintained that he was not getting the therapy in all the areas he used too. The doctor took x-rays of the patient's implant this morning and is reviewing them. It's unknown if the issue has been resolved. No further complications were reported. No additional patient symptoms were reported. (B)(6) 2020, additional information was received from the rep. It was reported that the cause was not determined. The hcp has decided to perform a revision surgery to examine the condition of the current active implants and determine if any replacements are necessary at the time. The revision procedure was scheduled for (B)(6) 2020. On (B)(6) 2020, the rep reported that a lead revision and possible battery revision was going to be performed because the patient was still having pain. Patient claims that the device is not getting a good charge. The caller indicated that there was one session in which the patient said it took 4 hours to charge but the tablet shows that the ins only took 54 min to charge. Patient hasn't charged since (B)(6) and that is shown in the tablet charging report. No further complications were reported.